Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 12 pro / 2.9.1 / ios_17.5.

Event description:
It was reported that the wake button was sticking. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.